Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range pace impedance on the non-boston scientific right atrial (ra) lead. There were several spikes in impedance noted and out-of-range impedance measurements were reproduced in office. Additionally, there was some far-field oversensing noted on the ra lead. The post-ventricular atrial blanking period was extended to address the far-field oversensing. The physician plans to continue to monitor the impedance issue at this time. This product remains in service. No adverse patient effects were reported.